Event description:
Reporter alleged discrepant values between the blood glucose monitoring device and a lab comparative. Reporter stated device read in the 300's mg/dl while the lab measured 24 mg/dl. It was reported the pt had low glucose symptoms and was treated with insulin after the meter results however did not provide treatment info as a result of the alleged incident. Reporter indicated controls were tested after the incident were found to be out of range however pt was dosed with insulin based on three meter results prior. A request was made for the return for the suspect device and replacement product was sent.